Event description:
It was reported that within two months of implant, the patient complained of tremendous swelling at the implant site and significant red marks around the area. The patient visited the physician a week later and it appeared to be (B)(6). The patient was prescribed antibiotic medication. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.